Manufacturer narrative:
The technician found the ground wire inside the electrical box didn't have a good connection. He tightened the ground connection to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the tech found the ground reading was out of normal range.